Event description:
Nurse states with marked spring tip guidewire in place a 5lfr dilator was advanced over guidewire for dilatation of stricture. Upon removal of guidewire and dilator, nothing usual noted. Post procedure pt complained of pain. X-ray showed 2 perforations, one at eg junction and one at 6cm above eg junction. Pt admitted and surgical repair of perforations was completed. After a couple of days, pt was discharged from facility. Nurse indicated upon removal of guidewire the spring tip was intact.